Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered fluid leaking from an unidentified source during fill 1 of 4 of treatment. There was air bubbles in the patient line. The patient stopped treatment. In a follow-up, the pd nurse verified the fluid leak event, but could not provide as to where the fluid may have been found. The nurse also verified there was no harm, intervention or adverse event associated with the fluid leak event the patient let the cycler dry overnight and has been using it ever since with no further problems. The cycler is not available to return.

Manufacturer narrative:
Correction: a.6.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered fluid leaking from an unidentified source during fill 1 of 4 of treatment. There was air bubbles in the patient line. The patient stopped treatment. In a follow-up, the pd nurse verified the fluid leak event, but could not provide as to where the fluid may have been found. The nurse also verified there was no harm, intervention or adverse event associated with the fluid leak event the patient let the cycler dry overnight and has been using it ever since with no further problems. The cycler is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered fluid leaking from an unidentified source during fill 1 of 4 of treatment. There was air bubbles in the patient line. The patient stopped treatment. In a follow-up, the pd nurse verified the fluid leak event, but could not provide as to where the fluid may have been found. The nurse also verified there was no harm, intervention or adverse event associated with the fluid leak event the patient let the cycler dry overnight and has been using it ever since with no further problems. The cycler is not available to return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed signs of physical damage. The heater tray paint is discolored. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor check passed. A post- accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed with no problems or failures. There were no fluid leaks in the test cassette during the treatment test. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. There were visual indications of fluid in the hp2 tubing. The cause of the observed dried fluid could not be determined. Mushroom head checks passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered fluid leaking from an unidentified source during fill 1 of 4 of treatment. There was air bubbles in the patient line. The patient stopped treatment. In a follow-up, the pd nurse verified the fluid leak event, but could not provide as to where the fluid may have been found. The nurse also verified there was no harm, intervention or adverse event associated with the fluid leak event the patient let the cycler dry overnight and has been using it ever since with no further problems. The cycler is not available to return.